Event description:
It was reported that a minicap transfer set had iodine leakage. After replacing three (3) minicaps the leakage still occurred. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damage in multiple locations on the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak between the female connector and the mini cap. The reported condition was verified. The cause of the condition was related to manufacturing. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.